Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, during the implant procedure, the right atrial (ra) and right ventricular (rv) leads were fixed with good parameters. The patient entered an atrial tachycardia (at) and the physician elected to perform an external cardioversion. After the cardioversion sinus rhythm was restored but increased pacing impedances and thresholds were observed on both leads. The physician replaced both leads prior to pocket closure. No adverse patient effects were reported.